Event description:
It was reported by the nurse that the patient had an MRI and, prior to the MRI, the patient's device was unable to establish communication with the programming system. However, the patient does think she can feel stimulation. The programming system that was used during the observed failure to program was tested and found to be working as intended. Additionally, it was stated there have been no other communication errors with the programming system since the reported failure to program. The patient's vns has not been checked since the observed failure to program as she live far away from the physician's office. Attempts for additional relevant information have been unsuccessful to date.